Manufacturer narrative:
Follow-up #1 date of submission 03/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn and peeling, exposing all of the button contacts. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. The up arrow key contact was also observed to be inverted and the contrast key contact was missing. Unrelated to the complaint, the display screen text appeared dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.